Manufacturer narrative:
According to sophysa in-house process, the part of the returned catheter (excluding sensor) has been analysed by sophysa quality control laboratory and a visual examination was performed. Functional examination could not be performed because of the incomplete returned catheter. The visual inspection revealed that there is no elongation of the pa tube and that the microcables are still integrated in the capsule. This demonstrates that there was no excessive traction on the tube. The analysis of the glue residues at the location of the capsule makes it possible to confirm the presence of a residual glue making an extra thickness. A plication of the pa tube is also observed and shows that it is no longer perpendicular to the cone of glue. At this level, the thickness of the glue appears to be broken with an opening primer. These various elements observed indicated that the traction of the pa tube was not excessive during the removal of the catheter. However, the capsule appears to have set at an angle during the withdrawal, weakening the capsule/pa tube connection because of the flexion. As a result, the returned catheter is conformed to its specifications. The assignable cause of the capsule break is a mis positioning during the catheter explantation. To conclude, the rupture is caused by a mis positioning of the capsule during the explantation of the catheter. This caused a too important bending, which led to the capsule break. This incident is an isolated case.

Event description:
During the catheter explantation, it appears that the probe has broken at the distal end. The capsule has thus disassociated and is found at the extra cranial level of the patient.